Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is displaying error massage " rapid gas loss". No one was harmed

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions) h10. Additional contact information: (B)(6). A getinge field service engineer (fse) checked the machine properly and all leak test done, test passed no leakage from machine side.the equipment was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is displaying error massage " rapid gas loss". There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.